Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure at an unspecified dose and frequency. In 2013, the patient experienced tooth disorder ("teeth deterioration"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual periods") and iron deficiency anaemia ("iron deficiency anemia") with fatigue. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required) and allergy to metals ("nickel sensitivity") with rash and blister. The patient was treated with total laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016. Essure was withdrawn. At the time of the report, the uterine haemorrhage, tooth disorder, dysmenorrhoea, menstruation irregular and iron deficiency anaemia had resolved and the allergy to metals had not resolved. The reporter considered uterine haemorrhage, tooth disorder, dysmenorrhoea, menstruation irregular, iron deficiency anaemia and allergy to metals to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal uterine bleeding. This event is anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding/abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent an endometrial biopsy on or around (B)(6) 2016 to evaluate her symptoms of abnormal uterine bleeding, iron deficiency anemia, and dysmenorrhea and after results it was decided that she would proceed with an endometrial ablation. On (B)(6) 2016 plaintiff underwent a diagnostic hysteroscopy with dilation and curettage (¿d&c¿) and a novasure endometrial ablation. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("teeth deterioration"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual periods") and iron deficiency anaemia ("iron deficiency anemia") with fatigue, 4 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") with rash and blister, pelvic pain ("pain"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, tooth disorder, dysmenorrhoea, menstruation irregular and iron deficiency anaemia had resolved, the allergy to metals had not resolved and the pelvic pain, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, hypersensitivity, iron deficiency anaemia, menstruation irregular, pelvic pain, tooth disorder and uterine haemorrhage to be related to essure. The reporter commented: date of insertion was provided as (B)(6) 2012 and date of removal was reported as (B)(6) 2015 (discrepancy noted ¿ previously insertion and removal date was reported as (B)(6) 2011 and (B)(6) 2016 respectively). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Events: pain, allergy symptoms, auto-immune symptoms added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding/abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent an endometrial biopsy on or around (B)(6) 2016 to evaluate her symptoms of abnormal uterine bleeding, iron deficiency anemia, and dysmenorrhea and after results it was decided that she would proceed with an endometrial ablation. On (B)(6) 2016 plaintiff underwent a diagnostic hysteroscopy with dilation and curettage (¿d&c¿) and a novasure endometrial ablation. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("teeth deterioration"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual periods") and iron deficiency anaemia ("iron deficiency anemia") with fatigue, 4 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") with rash and blister, pelvic pain ("pain"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, tooth disorder, dysmenorrhoea, menstruation irregular and iron deficiency anaemia had resolved, the allergy to metals had not resolved and the pelvic pain, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, hypersensitivity, iron deficiency anaemia, menstruation irregular, pelvic pain, tooth disorder and uterine haemorrhage to be related to essure. The reporter commented: date of insertion was provided as (B)(6) 2012 and date of removal was reported as (B)(6) 2015 (discrepancy noted ¿ previously insertion and removal date was reported as (B)(6) 2011 and (B)(6) 2016 respectively). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding/ abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 80612938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, nabothian cyst, adenomyosis, fibrosis and follicular cyst of ovary. Plaintiff underwent an endometrial biopsy on or around (B)(6) 2016 to evaluate her symptoms of abnormal uterine bleeding, iron deficiency anemia, and dysmenorrhea and after results it was decided that she would proceed with an endometrial ablation. On (B)(6) 2016 plaintiff underwent a diagnostic hysteroscopy with dilation and curettage (¿d&c¿) and a novasure endometrial ablation. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("teeth deterioration"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual periods") and iron deficiency anaemia ("iron deficiency anemia") with fatigue, 4 years 9 months after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity") with rash and blister, hypersensitivity ("allergy symptoms/ hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abnormal uterine bleeding, dysmenorrhoea, menstruation irregular, iron deficiency anaemia and tooth disorder had resolved, the pelvic pain, hypersensitivity and autoimmune disorder outcome was unknown and the allergy to metals had not resolved. The reporter considered abnormal uterine bleeding, allergy to metals, autoimmune disorder, dysmenorrhoea, hypersensitivity, iron deficiency anaemia, menstruation irregular, pelvic pain and tooth disorder to be related to essure. The reporter commented: date of insertion (B)(6) 2012 and date of removal (B)(6) 2015 (discrepancy noted ¿ previously insertion and removal date was reported as (B)(6) 2011 and (B)(6) 2016, respectively). Insertion details: at the end of the procedure, the right cornu had 1 visible coils, the left cornu had 0 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, pelvic pain, dysmenorrhea, anemia lot number reported (80612938) is not valid. Most recent follow-up information incorporated above includes: on 10-jun-2021: update of information (batch number is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding/abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 80612938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, nabothian cyst, adenomyosis, fibrosis and follicular cyst of ovary. Plaintiff underwent an endometrial biopsy on or around (B)(6) 2016 to evaluate her symptoms of abnormal uterine bleeding, iron deficiency anemia, and dysmenorrhea and after results it was decided that she would proceed with an endometrial ablation. On (B)(6) 2016 plaintiff underwent a diagnostic hysteroscopy with dilation and curettage (¿d&c¿) and a novasure endometrial ablation. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("teeth deterioration"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual periods") and iron deficiency anaemia ("iron deficiency anemia") with fatigue, 4 years 9 months after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") with rash and blister, pelvic pain ("pain"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abnormal uterine bleeding, tooth disorder, dysmenorrhoea, menstruation irregular and iron deficiency anaemia had resolved, the allergy to metals had not resolved and the pelvic pain, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abnormal uterine bleeding, allergy to metals, autoimmune disorder, dysmenorrhoea, hypersensitivity, iron deficiency anaemia, menstruation irregular, pelvic pain and tooth disorder to be related to essure. The reporter commented: date of insertion was provided as (B)(6) 2012 and date of removal was reported as (B)(6) 2015 (discrepancy noted ¿ previously insertion and removal date was reported as (B)(6) 2011 and (B)(6) 2016 respectively). No. Of coils: at the end of the procedure, the right cornua had 1 visible coils & the left cornua had 0 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, pelvic pain, dysmenorrhea., anemia. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information , patient details , lot number, lab data , other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal uterine bleeding. This event is anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.